Manufacturer narrative:
Supplemental sent to correct information previously sent. The patients meter has not been received, the test strips were received and tested.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 1/14/2015, device evaluation: the lay user/patients meter has been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/12/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reported that she first noticed the meter was reading inaccurately high on (B)(6) 2014, at 6:39am, when she obtained blood glucose results on the subject meter of ¿89 and 63 mg/dl¿ and an unspecified result on another meter (freestyle lite), performed within 30 minutes of each other. The patient manages her diabetes with insulin (self-adjuster). She reported, as a result of the high reading she obtained, she administered an increased dose of medication (humalog 15 units). She also reported, half an hour after the issue with the meter started, she developed symptoms of ¿shaky, nausea¿. She denied receiving any treatment for her symptoms. During troubleshooting the cca established that the patient¿s test strips had been stored correctly, her test strip vial was not cracked or broken and the meter had been set to the correct unit of measure. The cca also noted that samples had been taken from the same approved sample site. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. This complaint is being reported because the patient claimed she obtained inaccurately high results on the subject meter, administered increased medication based on the results she obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.